Event description:
In 2007-- pt had implant of collamed. Pt has a history of ehlers- danlos syndrome. Wound vac placed. Wound vac in place the whole time post-implant, wound is not healing. Surgeon found a chronic draining seroma, irrigated the wound and noticed 1 cm pieces and "chunks" of the graft were breaking away from the implant site. Surgeon is unsure if the seroma and graft breaking away are from the pt's disorder or the implant. In 2008- pt had explant procedure with partial closure and a wound vac sponge system placed. Pt reported to be doing well in the immediate post-operative period by circulating nurse.

Manufacturer narrative:
The returned device was received in a container, rolled up and soaking in formaldehyde. The returned device was removed from the container and was found to be in a number of pieces. The larger pieces of the patch remained balled up. Currently, we are unable to determine the possible cause of device breaking up into pieces, without incorporation. Currently, it is unk whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time. We will submit a follow up report when/if additional info becomes available.